Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges lancet will not retract on the multiclix lancing device. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.